Manufacturer narrative:
(B)(4). Date sent: 2/19/2016. (B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify the statement " the clip appliers also seem to open after the surgery". Were the jaws of the device stuck in a closed position but then opened after the surgery? - after applying the clips, it was noted the clips have re-opened and fell from the tissue.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, it was seen that the device fired crooked and crossed on cystic artery and the cystic duct. The clips came crookedly to the jaws of the device and the clips fell from the jaws. The clips were seen to open after the surgery and the clip appliers also seem to open after the surgery. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: batch # = m92g5x. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported event; however, it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. A photo was also received and reviewed. Based on the photographic evidence the event description can be confirmed. The likely cause of the clip formation issue is the application for forces on the jaws or clips during the firing/loading stroke.